Manufacturer narrative:
The device was not returned nor a companion sample was available to the manufacturer for physical evaluation. No malfunction was confirmed during evaluation of the alternate samples. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all bloodline tubing sets shipped to this account within the selected time frame. A records review was performed on each identified lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be filed upon completion of the plant investigation.

Event description:
A user facility reported a problem with the tubing guide at the bottom of the hemodialysis machine blood pump after one hour of treatment. The user facility's biomedical technician replaced the tubing guide with a new one and the problem was resolved. Treatment was completed with the new set-up. The patient lost a couple drops of blood. No medical intervention was required. The reporter was not sure if this was a user error or malfunction with tubing guide.